Event description:
It was reported that the pump touch screen was cracked, and unreadable. Reportedly, the customer went to the emergency room with a blood glucose level of 148 mg/dl. Customer did not receive any treatment while at the ER and was released in 1 hour. Replacement pump was sent to customer to resolve the issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed h3 other text : device not returned.